Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen/not moving due to chuck being seized identified during service and repair was confirmed. The assignable root cause was determined to be traced to maintenance. UDI:(B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck with key drill device was frozen/would not move-chuck seized, did not function and had illegible etch. It was further determined that the device¿s moving parts did not move smoothly. It was further determined that the device failed pretest for marking and labeling, check the drill chuck with drill key, check the maximum range of tool coupling, check the minimum range of tool coupling, check for mechanical free movement, check general function in running mode and check for run-out inspection in running mode. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.